Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was clicked and failed. A field service engineer (fse) found that the drawer did not open fully and had to be forced open due to a misaligned frame and slide members being off track. After replacing the rails, the drawer continued to hang up. The rails were reinspected and no issues were found. The entire drawer was then replaced. The system was tested using the hardware test application and the dispensing application and was confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 clicked and failed.there were no adverse events or injuries reported based on this event.